Event description:
Caller states patient tested 7.6 inr on the coaguchek s system while a comparison lab returned as 5.7 inr. No treatment information provided. No adverse event reported. Requested return of suspect system however patient no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).